Event description:
It was reported that a patient underwent an aortic aneurysm graft replacement procedure on (B)(6) 2023and suture was used. When the product was used on fascia with interrupted suturing during wound closure, the suture was easily detached from the needle. It was a control release needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4); date sent to the FDA: 6/1/2023; component code: g07002 - device not returned; this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following additional information was received: qty of product involved : 1 => 3 additional information was requested, the following was obtained: * could you please clarify if this is the correct lot number (skmejs), if not could you please provide the correct one?=>it is unknown if that is the correct lot number. It is an estimated lot number. * please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu).=>koichi kamizuru I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Trade name - irgacare® active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m; related reports: 2210968-2023-03401, 2210968-2023-04001.